Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. When the physician did touch-up ballooning using coda balloon at the distal neck of the contralateral leg component, the left common iliac artery ruptured. It was reported that the coda balloon was over-inflated. Another contralateral leg component was additionally implanted to resolve the iliac rupture. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.